Event description:
Clinical study. Same pt as MFR# 6000089-2007-00381, 6000093-2007-00512. It was reported that 547 days after a coronary drug eluting stenting treatment procedure the pt had a stent thrombosis (st), myocardial infarction (mi), and required a target vessel reintervention (tvr). The index procedure treated a 3.0 x 8 mm, 80% stenosed, mildly calcified lesion in the right posterior descending artery (r-pda) with direct stent placement of a taxus express2 3.0 x 12 mm drug eluting stent, reducing stenosis to 0%. The lesion was post-dilated and no thrombus was present post-procedure. The index procedure also treated a 3.0 x 15 mm, 80% stenosed, mildly calcified, bifurcated lesion in the 1st right posterolateral branch (1st rpl) with predilation and placement of two overlapping taxus express2 drug eluting stents of size 3.0 x 24 mm and 3.0 x 12 mm using the crush technique (mid right coronary artery and 1st rpl stents crushed). Residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. At 547 days after the index procedure, a st occurred which was confirmed by angiography or ivus and was resolved the next day. The pt also experienced an inferior q-wave mi on the same day which was resolved 3 days later. An angioplasty was performed to the r-pda. It was planned for the pt to return for coronary artery bypass graft (CABG). The pt was discharged 3 days after the st and mi. The pt was taking plavix and aspirin at the time of these events. The pt returned 574 days post index procedure and CABG was performed bypassing the distal right coronary artery. Physician noted that the relationship of the st, mi and tvr to the taxus stent was "probable".

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.